Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically inspected. Inspection noted a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-nov-2016. It was reported that the shaft kinked. A guidezilla¿ guide extension catheter was selected for use. During procedure, upon delivery, it was noted that the shaft became kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed a complete separation at the collar.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the separation at the collar occurred outside the patient's body.